Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas after announcing a meal larger than the carbohydrates consumed, with education provided regarding potential insulin stacking and the ilet¿s automated insulin suspension and reduction features. Symptoms included a low blood glucose of 52 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included transient low glucose lasting less than one hour, self-treated with oral glucose (juice), and no medical intervention or hospitalization. Investigation included troubleshooting and patient education on causes of evening lows, effects of inaccurate meal announcements, and guidance to treat lows with up to 5 grams of carbohydrates and to stay connected to avoid mislearning. Investigation of this case revealed user-related factors, including inaccurate meal entry and disconnection behavior, that could contribute to hypoglycemia. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user behavior, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.